Event description:
It was reported by the customer the device was used in a laparoscopic cholecystectomy. It was reported a bovie was used with a 511 trocar. Stryker monopolar instruments with a valley lab esu were also used. When the case was over and trocars removed, a burn on the liver which appeared to look like the side of an end of a trocar was noticed. The trocar is intact, and there is no burn mark on the trocar. The trocar is from a kit, and the customer did not know the product code. The rep was notified to follow up.